Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the batch manufacturing records indicate packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Product was broken (vials) upon receipt at the hospital.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed by photograph. Device evaluation and results: visual inspection of the photograph provided confirms a broken ampoule. It shows the broken ampoule outside of its original packaging. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. The exact cause of the event could not be determined because insufficient information was provided. The photograph provided confirms a cracked ampoule however further information such as photographs of the unit carton, powder pouch and ampoule blister pack are needed to complete the investigation for determining a root cause. Photographs of the ten pack and the shipper box would also help towards reaching a root cause for this event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Product was broken (vials) upon receipt at the hospital.